Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that stated a phlebotomist received a needle stick. The incident took place at the conclusion of a blood draw using a system with a safety butterfly needle. The phlebotomist was attempting to engage the safety device and her hand slipped, and she was stuck. The reporter did indicate that there may have been a technique issued, and the phlebotomists glove were wet. The phlebotomist is reportedly receiving medical treatment consistent with blood exposure.